Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015 product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type:extension.

Event description:
It was reported that the patient had undergone a phase 1 deep brain stimulator lead implant on (B)(6) 2015. The patient was being implanted to treat dystonia. The two leads had been implanted with no complications and the patient had returned home on sunday following lead implant with no issues. On (B)(6) 2015 the patient had laid down for a nap and would not wake up. The patient was then airlifted to the hospital where a MRI was done that had indicated bleeding on the brain at the tip of one lead. The patient was intubated and kept in an induced coma. Swelling on the patient¿s brain had continued. On (B)(6) 2015, surgical procedure was done to remove one lead and to remove a section of the skull to attempt to reduce swelling. Despite attempts the swelling had continued and was unable to be controlled. It had been determined that the patient had suffered unrecoverable brain damaged. The patient had never regained consciousness since being unresponsive on (B)(6) 2015. The patient¿s family had decided to remove life support and the ventilator. Patient passed away on (B)(6) 2015. The healthcare professional had indicated that they were unable to determine what had happened in this case. Reference manufacturer¿s report number: 3007566237-2015-01793.